Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france (ofr) for evaluation. Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, following microbes were detected from the sample collected from the device. -instrument channel: micrococcaceae (2 cfu/endoscope) -suction channel: unspecified microbes (<1 cfu/endoscope) -air/water channel: micrococcaceae (1 cfu/endoscope) -auxiliary water channel: unspecified microbes (<1 cfu/endoscope) the testing result cleared the french guideline. Ofr inspected the device and confirmed the following: -the insulation resistance value at the distal end was out of specification. -the plastic cover at the distal end was scratched. -the adhesive of the bending section rubber was peeled off. -the control section was worn and the s-cover was broken. -the angulation was low and there was play. -there was a hole in the remote switch 1. -the coating of the universal cord was peeled off and the inside was partially damaged. -the instrument channel was about two years old and was replaced for preventive maintenance. The instruction manual states the possibility of infection by insufficient reprocessing. The exact cause of the reported event could not be conclusively determined, because the result of microbiological testing by the third party laboratory cleared the french guideline. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4). For evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the channel of the device. Aerobic microorganisms (2 cfu/100ml) at 30 for 2 days, aerobic microorganisms (2 cfu/100ml) at 30 for 3 days, pseudomonas spp. (Cfu/sample). The device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg, wd440 adaptascope using peracetic acid. There was no report of infection associated with this report.